Manufacturer narrative:
The device has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B) (6) 2010. According to the complainant, the physician applied two tenaculum stabilizers to obtain a cervical seal. The patient was reported to have a patulous cervix. At approximately seven minutes into the ablation phase of the procedure, a fluid loss alarm message was received at a fluid loss rate of 6 cc's/minute. A cervical leak occurred. At this time, the physician noticed two patient burns. The first burn was located at the 8 o'clock position of the cervix. The second burn was located on the posterior portion of the vagina. The size of each burn was reported to be approximately the size of a dime. The severity of both burns were reported as first degree burns. The physician applied bacitracin ointment to both burns as the method of treatment. There were no further complications noted with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure dated (B)(6), 2010. According to the complainant, the physician applied two tenaculum stabilizers to obtain a cervical seal. The patient was reported to have a patulous cervix. At approximately seven minutes into the ablation phase of the procedure, a fluid loss alarm message was received at a fluid loss rate of 6 cc's/minute. A cervical leak occurred. At this time, the physician noticed two patient burns. The first burn was located at the 8 o'clock position of the cervix. The second burn was located on the posterior portion of the vagina. The size of each burn was reported to be approximately the size of a dime. The severity of both burns were reported as first degree burns. The physician applied bacitracin ointment to both burns as the method of treatment. There were no further complications noted with this event and the condition of the patient is reported to be fine. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
Additional follow up information received (B)(6), 2010. The clinician reported the condition of the patient to be fine since the most recent follow up visit. The date of the follow up patient examination has not been provided. The clinician reported that the patient burns are not completely healed as of the last medical appointment and could not provide any further information. The current size and severity of the burns has not been provided. There were no additional patient complications to report. The condition of the patient is reported to be fine and there are no further patient complications.